Manufacturer narrative:
Results of functional testing indicate a new lcd display and the ui cable that connects to the processor is required and will be replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device does not power up. There was no patient involvement.

Manufacturer narrative:
This is an update regarding investigation after part was returned to failure analysis lab. This lcd was returned "does not power up, screen did not turn on."this was verified in lab testing. The lcd had no output.